Manufacturer narrative:
Follow-up #1; date of submission: 10/08/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: multiple loss of prime warnings due to a non-zero low force, which are potentially indicative of the reported event, were observed in the black box data from the reported event date. The pump was exercised for 24 hours, during which no loss of prime warnings were observed. The force sensor calibration check was found to be within the specifications. The pump case was removed, and no force-sensor defects were found. The reported event was not duplicated.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.